Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A family member reported on (B)(6) 2021, the patient had abdominal pain and the peg tube is "pulled inside" and a bezoar is suspected. On (B)(6) 2021, confirmation of a bezoar was confirmed. The j-tube was cut and pushed inside the stomach. The patient received duodopa through the peg tube. It was reported on (B)(6) 2022, the patient passed the j-tube and a new tube was inserted.